Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient via a manufacturing representative (rep) reported a possible infection. It was clearing, but there was red drainage noted at the device pocket. No redness was noted around the incision. A culture was obtained by the healthcare provider (hcp). The patient was already on antibiotics. No other interventions or actions were taken. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any was planned. The rep later reported that the cultured showed (B)(6). The patient had a history of (B)(6) from several years ago. The patient was responding well to the antibiotics at that time.